Manufacturer narrative:
Follow-up # 2 device evaluation. The lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On february 3, 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verio2 meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient claimed that the subject meter started reading inaccurately at 11:30am on (B)(6) 2016, when she obtained an alleged inaccurately high blood glucose result of ¿4.1 mmol/l¿. The patient manages her diabetes with insulin (self-adjuster). She reported that 2 minutes after obtaining the alleged inaccurate result, she started to experience symptoms of ¿sweating¿ and ¿hands shaking¿. She reported that she performed a comparison blood glucose test on a onetouch ultra meter and obtained a result of ¿3.4 mmol/l¿, within 30 minutes of the result on the onetouch verio2 meter. Based on statistical methodology, the calculated difference between these results falls within lfs¿ criteria for accuracy. The patient reported that at 11:35am on (B)(6) 2016, she decided to eat sugar and she ¿felt better¿. During troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure and the patient had used an approved sample site to obtain the blood samples. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter and reportedly developed symptoms suggestive of severe hypoglycemia, after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1.the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.